Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the basket wires of two ncircle tipless stone extractors broke during a percutaneous nephrolithotomy for renal calyx stone removal. The net wire of the first basket was disconnected during the first stone removal after stone crushing, and the stone could not be removed. The same situation occurred when another basket of the same batch was replaced for stone removal. The procedure was completed with another basket from a different lot. The customer provided photo show two devices where one of the basket wires had pulled free from the basket cannula. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint devices were also conducted. Two ncircle tipless stone extractors were returned for investigation in open packaging with a product label. Both devices were tested, and the handle actuates the basket formation for both. A visual inspection noted both have a single wire pulled loose from inner assembly. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. Instructions for use: upon removal from package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer postal code = (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket wires of two ncircle tipless stone extractors broke during a percutaneous nephrolithotomy for renal calyx stone removal. The net wire of the first basket was disconnected during the first stone removal after stone crushing, and the stone could not be removed. The same situation occurred when another basket of the same batch was replaced for stone removal. The procedure was completed with another basket from a different lot. The customer provided photo show two devices where one of the basket wires had pulled free from the basket cannula. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.